Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by giving correction insulin injections with multiple daily injections, customer did not require third-party assistance. The customer reverted to an alternate method of insulin therapy.